Event description:
Monarc transobturator sling. Robotic sacral colpoperineopexy with posterior repair surgery on (B)(6) 2011. Repair surgery performed (B)(6) 2011 for erosion of mesh through anterior vaginal lining. I have experienced chronic pain in right hip and lower buttocks with extreme sacrum swelling and tailbone pain. Physical therapy (B)(6) 2012. Diagnosis or reason for use: vaginal prolapse.